Manufacturer narrative:
On 4/11/2021, biosense webster inc. (Bwi) received additional information indicating the resin-like object observed inside the tub was something like ¿melted¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Manufacturer's ref # is (B)(4) on 29-mar-2022, it was noticed incorrect information submitted under section h10. Additional manufacturer narrative of supplemental (follow-up) medwatch # 4. It was reported the manufacturer's reference number was "(B)(4)"; this was incorrect. The correct manufacturer's ref # is (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a smartablate¿ irrigation tubing set and a foreign material issue was encountered. It was reported the entire tube is cloudy and there is also a resin-like object inside the tube. The issues were identified immediately after opening the package. As such, another smartablate¿ irrigation tubing set of a different lot number was used and the procedure was completed without patient's consequence. Device investigation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted visual inspection and irrigation test on the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smartablate¿ irrigation tubing set. Irrigation testing was performed, in accordance with bwi procedures. Opacity was observed during the irrigation test. No resin-like was observed, this tubing condition reported may be related to the same plasticizer migration. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Cloudiness on the smart ablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may be contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU). The event described was confirmed since device was found cloudy. An internal corrective action was opened to introduce optimization actions regarding cloudiness and microbubbles. Cloudiness reported may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of smartablate pump. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the reported foreign material since no foreign material was found. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: known inherent risk of device (d12) / component code: tube (g04134) were selected as related to the cloudy/opacity tubing. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4) on 9-mar-2022, an internal review of this file discovered this event was incorrectly reported to FDA as a foreign material issue. However, the material was noted to be embedded or not moving and therefore does not pose a risk to the patient and therefore not considered to be an MDR reportable malfunction. As a result, the previously reported h6 medical device problem code for "contamination/decontamination problem" (a18) no longer applies to this complaint. No further reports will be submitted for this event.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a smartablate¿ irrigation tubing set and a foreign material issue was encountered. It was reported the entire tube is cloudy and there is also a resin-like object inside the tube. The issues were identified immediately after opening the package. As such, another smartablate¿ irrigation tubing set of a different lot number was used and the procedure was completed without patient's consequence. The issue of cloudy tubing is not considered to be MDR reportable as there have been investigations from r&d, suppliers and other pertinent parties and all point that this is a material cosmetic topic and not actually a film that can be detached from the inner wall and therefore cause any risk to the patient. The issue of foreign material inside the tubing is considered to be MDR reportable malfunction.

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)